Event description:
It was reported that during an infusion in the emergency department, a patient on heparin drip with rate of 1665.4units/hr., but should have been 1765.4units/hr. The error was found on (B)(6) 2019 at 11:28am.. The user stated that the previous rate could not be read because the pump "whited out". The customer is interested in what exactly infused and when and what changes were made. There was no patient harm.

Event description:
It was reported that during an infusion in the emergency department, a patient on heparin drip with rate of 1665.4units/hr., but should have been 1765.4units/hr. The error was found on 9/26/2019 at 11:28am. The user stated that the previous rate could not be read because the pump "whited out". The customer is interested in what exactly infused and when and what changes were made. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a pump infusing at the wrong rate was confirmed and identified as due to user programming. No anomalies noted during visual or internal inspection. The pcu event log shows that pump module s/n (B)(4) was initially programmed to infuse heparin 25000unit in 250ml (drugid 110) at a rate of 17.2ml/hr (dose =1720unit/hr) and not at 17.7ml/hr (which would have been the rate if the dose was entered as the reported 1765.4unit/hr). The dose was later changed to 1815unit/hr, which made the rate 18.2ml/hr (dose = 1815unit/hr) and then the rate was changed to 16.7ml/hr (dose = 1670unit/hr) which is what the rate/dose were when the error was observed. Functional testing performed found the pump module to be delivering fluid within specification. The IV set was not returned for investigation. The root cause of the customer¿s report of a pump infusing at the wrong rate was identified as due to user programming.

Event description:
It was reported, an emergency department patient on heparin drip with rate of 1665.4units/hr, but should have been 1765.4units/hr. The error was found on (B)(6) 2019 at 11:28am. There was no patient harm.